Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-26070. It was reported the pt experienced discomfort near the ipg site. The pt does not have heating while charging. The pt feels heating across his back around the lead and only feels it when the stimulation is on . The same area becomes red while the stimulation is on . The pt has not noted any change in stimulation. The sjm rep ran diagnostics and found contacts were invalid and will reprogram the pt. The physician was to review the x-rays.